Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that 5 days post implant, the patient returned to the o.r. For increased CT output post chest tube removal. Dopamine and epi was initiated. It was reported that 1 l of subxiphoid hematoma was drained. The source of the bleeding was not found, and the patient's chest was closed. Additional information was received that the patient was transferred to (B)(6) 10 days later and is doing well.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.